Event description:
Caller states her non-diabetic husband reportedly received results of hi and 167mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.